Event description:
Manufacturer report number 1627487-2019-04460. New information received states that it is unknown if the infection issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-04460. It was reported that infection was observed. The source of the infection was unknown. Device system was explanted. No further information is available.